Manufacturer narrative:
Na.

Event description:
The customer reported that they were getting alarms and questionable results for a total of seven patient samples tested for ion selective electrode (ise) tests. Of the seven samples, one had an erroneous ise potassium result that was reported outside of the laboratory. The sample initially resulted as 3.75 mmol/l for ise potassium. The sample was repeated on a different cobas analyzer, resulting as 4.50 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The ise potassium electrode lot number was p53, with an expiration date of 01/31/2016. The field service representative found that there was a sample clot alarm associated with affected patient samples. He flushed a valve with bleach and distilled water to remove the clot. He performed an ise check and all results were within specification. He performed ise calibration and ran controls; the customer verified that the results were within specifications. He ran precision studies and all results were within specifications. A specific root cause could not be determined based on the provided information. The information suggests that there was a disturbance within the potassium chloride/sipper flow path.